Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the patient developed an abscess on her spine which she had since (B)(6) 2014. The patient felt something on her back and it was getting hot and made her feel feverish. The patient went to the emergency room (ER) on (B)(6) 2014. Since (B)(6) 2014, the abscess had been spewing fluid from the hole in the lumbar region. The healthcare providers (hcp) did not know what to do. It was indicated that the patient was to possibly have surgery for the abscess and stated that the surgery would not be on the pump, but for the abscess on her back. No device malfunction was alleged. Patient outcome was unknown. The device system delivered fentanyl. Additional information has been requested, but was not available at the time of this report.